Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via the manufacturer¿s representative regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome and non-malignant pain . It was reported that the patient¿s implantable neurostimulator (ins) was not helping with their pain and requested the device be explanted. The patient refused a lead check or additional programming. Diagnostics/troubleshooting included routine post-operative programming with completion of the sensor activation. The patient stated they had stimulation in the legs. It was unknown if there were any environmental, external, or patient factors that may have led to the issue. A surgical intervention was planned for (B)(6) 2016 to explant the device. The issue was reported as not resolved at the time of report and the patient status was noted as ¿alive ¿ no injury¿.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.